Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, as of 17-oct-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient experienced a pneumothorax. As a result, a chest tube was placed to resolve the complication. In addition, the patient received unspecified pain medication and was discharged home on post-procedure day #1. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient also received unspecified pain medications. The pneumothorax was identified post procedurally via chest x-ray. One hour post procedure, the patient underwent a fluoroscopy. Per the nurse, a bronchoscopy went well. The pneumothorax resolved the next day and the patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.